Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified, moderately tortuous proximal left circumflex (lcx) artery. The lesion was predilated with a 3.0x15 mm non-boston scientific balloon. The physician attempted to place the 3.50x20 mm taxus express 2 drug eluting stent, but it was unable to cross the lesion, due to calcification. Stent damage was identified. The procedure was completed with a different device. No pt complications were reported. Pt status reported as "good."